Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (b)(60 2013 due to adhesive issue, the sensor wire remained protruding from the insertion site. Patient's mother removed the wire from patient's skin. Patient experienced no discomfort and required no medical intervention. At the time of her call to technical support, patient's mother reported patient being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.